Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2009. Product type: catheter. (B)(4).

Event description:
It was reported the patient experienced seizures and was unconscious. It was indicated it was a recent change but it was unclear as to what they were referring to. It was noted ¿seizures questionable due to the severe spasticity reason for pump.¿ the patient presented to the emergency room. The patient was admitted to the hospital on (B)(6) 2013. The patient was intubated and in the intensive care unit. An overdose was suspected and lioresal intrathecal withdrawal and overdose procedures were being faxed to the hcp. They planned to contact the managing physician. The pump was delivering baclofen. Additional information has been requested, but was not available as of the date of this report.